Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon. The hypotube, distal balloon bond, and balloon were microscopically examined. The majority of the balloon was longitudinally torn. There were numerous kinks throughout the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06441 and MDR ID 2134265-2018-05372. Reportable based on device analysis completed on 02-jul-2018. It was reported that shaft kink and balloon tip damage occurred, and crossing difficulties were encountered. The 38mm in length and 3mm in diameter, 98% stenosed target lesion was located in the severely tortuous and severely calcified distal mid right coronary artery (rca). During a percutaneous coronary intervention, the physician attempted to inflate a 2.50mm/10mm flextome¿ cutting balloon¿; however, the device could not cross the lesion and the proximal end of the balloon burst under 7atm. The device was not fractured and was completely removed from the patient's body. Subsequently, a 1.50mm x 12mm and two 2.50mm x 15mm emerge¿ balloon catheters were used to dilate the lesion; however, all three delivery shafts of the balloon were kinked and the tips were damaged. The physician then used a non bsc balloon and successfully inflated the lesion. A guidezilla guide extension catheter was then used to facilitate implant of a non bsc stent. However, the guidezilla scratched the stent and caused the stent to lift up. The stent was replaced with another non bsc stent which was deployed successfully. A 2.5mm/12mm quantum¿ maverick¿ was then used for post dilation; however, the tip of the balloon was damaged and deformed causing the stent to migrate. The patient was sent for surgery for thoracotomy of the coronary artery bypass graft. There were no further patient complications reported. However, device analysis revealed longitudinal balloon tear.